Manufacturer narrative:
Upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. Based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined.(B)(4).

Manufacturer narrative:
Method: (process evaluation): medical review. Results: (evaluation result): per medical review - reportedly, single-piece silicone iol was explanted eight months postoperatively to address lens dislocation following yag procedure. Additional information has been requested but not received to date. The dfu under warnings instructs physicians: " yag-laser posterior capsulotomies should be delayed until at least 12 weeks after the implant surgery. The posterior capsulotomy opening should be kept as small as possible. There is an increased risk of iol dislocation and/or secondary surgical reintervention with early or large posterior capsulotomies." Visual inspection of the returned product found no visible damage to the lens. The lens was returned dry and there was evidence of clear surgical residue. Conclusion: (unable to confirm complaint): based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. Diopter: -20.5 se/2.0. (B)(4). Method: lens work order search. Results: a lens work order search was performed and revealed there were no similar complaints found. (B)(4).

Event description:
The customer reported the aa4203tl silicone single piece lens dislocated after a yag procedure and was removed on (B)(6) 2015. Additional information was requested but not yet received. If any additional information is obtained a supplemental medwatch form will be submitted.